Event description:
It was reported that after ten minutes following of the spaceoar placement procedure, the patient started experienced an allergic reaction, the patient had with generalized pruritus and itching. Ten minutes after these symptoms began, the after that the patient experienced cardiac arrest; therefore, the patient was intubated and sent to (B)(6) hospital. The patient was extubated after on four days after the procedure and discharged from the hospital six days after that. The physician stated that the reaction possible causes of the allergic reaction were the antibiotics, local anesthesia and the hydrogel itself. The patient had used xylocaine in the past without issues. The patient's condition following discharge was reported as good. Despite bsc's efforts, no further patient health information, underlying health concerns, details on the event and the patient's course after the event, or details regarding post procedure monitoring and observation have been received to date. If bsc receives additional pertinent information, it will be provided to the FDA in a supplemental medical device report.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e0402 captures the reportable event of allergic reaction. Imdrf patient code e1708 captures the reportable event of itching. Imdrf patient code e0602 captures the reportable event of cardiac arrest.

Event description:
It was reported that after ten minutes following of the spaceoar placement procedure, the patient started experienced an allergic reaction, the patient had with generalized pruritus and itching. Ten minutes after these symptoms began, the after that the patient experienced cardiac arrest; therefore, the patient was intubated and sent to (B)(6) hospital. The patient was extubated after on four days after the procedure and discharged from the hospital six days after that. The physician stated that the reaction possible causes of the allergic reaction were the antibiotics, local anesthesia and the hydrogel itself. The patient had used xylocaine in the past without issues. The patient's condition following discharge was reported as good. Despite bsc's efforts, no further patient health information, underlying health concerns, details on the event and the patient's course after the event, or details regarding post procedure monitoring and observation have been received to date. If bsc receives additional pertinent information, it will be provided to the FDA in a supplemental medical device report.

Manufacturer narrative:
Correction . Block d6 has been updated with the information of the implant date. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e0402 captures the reportable event of allergic reaction. Imdrf patient code e1708 captures the reportable event of itching. Imdrf patient code e0602 captures the reportable event of cardiac arrest.